Manufacturer narrative:
Device alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform operating currents, self test, a21 test, rewind test and displacement test or verify a21 and ha78 alarm due to due to motor error alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a unexpected restart pump error alarm. The customer stated they were able to clear the alarm and able to complete the rewind process, but customer received an insulin pump error alarm immediately after battery change. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.